Event description:
The customer reported that less than 20 cc of fluid leaked from the needle bellows that was not draining completely and was squirting residual fluid out the front of the needle cartridge on a coulter lh 500 hematology analyzer. The fluid leaked onto the counter; the leak was discovered while the customer was doing maintenance. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 06/13/2015 and found and replaced a defective actuator for pv21 (bellows drain pinch valve), that did not open completely when deactivated, pinching the needle bellows drain line when it should have been open, to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).